Event description:
The customer reported that the audio module not functioning from the device. It is unknown if the device was in use at time of event, there was no adverse event reported. The customer advised that the monitor was under use, so the customer could not troubleshoot with the device. The customer advised they would call back when they become available for investigation. Philips is unable to confirm the final disposition of the device because the customer advised that the monitor was under use at the time and that they would call back.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported that the audio module not functioning from the device. It is unknown if the device was in use at time of event, there was no adverse event reported.